Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that l1 in the m-cab had tripped during startup. Although a blown fuse was replaced, the fault persisted; subsequently the fse replaced the cooling unit power supply, which resolved the boot issue after replacement, the system was returned to use in good working order the codes were updated based on the investigation outcome.